Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee multi-purpose system. During an interventional procedure, the user reported that images were no showing on the monitor in the exam room. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation was performed considering complaint description, cs reports, system history and system log files. Investigation of service records indicate when the customer booted the system, exam room monitors had blue screens, so the customer restarted the system and the system came up with no image visualization system (ivs) communication. The system remote data analysis showed that the ivs was not ready after rebooting the system. The service engineer on-site investigated the log files and found extreme dust inside the axis container. The axis container contains the ivs as well as the image acquisition system (ias) pc. The service engineer cleaned the axis container pc's and reseated the copra/aaq in the ias pc at which time the system did boot properly. The service engineer finally tested the system and the intermittent behavior was eliminated. No parts had to be exchanged. In the opinion of the technical experts, extreme dust conditions led to connection problems of additional cards for imaging systems. Both pc's were cleaned, and the affected board was reseated by the local service organization. After this the system works as specified. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.